Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the fixed jaw of the device was broken. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device.

Event description:
On 09/26/2022, it was reported by a distributor via sems that ar-12150 scissors clamp is broke. This was discovered on (B)(6) 2022 during an unknown case, with no patient effect reported.